Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported - nails: tfn (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 357.366, lot: 8022493, manufacturing site: (B)(4), release to warehouse date: 24. Sep. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent insertion of a trochanteric fixation nail (tfn). During insertion of the helical blade into the femoral head of the right femur, the butress/compression nut became disengaged from the 130 degree aiming arm for trochanteric fixation nails upon striking the hammer to the helical blade inserter and were able to re-engaged. There was no surgical delay. Procedure outcome and patient status are unknown. Concomitant device reported: unknown hammer (part # unknown, lot # unknown, quantity 1), unknown helical blade inserter (part # unknown, lot # unknown, quantity 1). This report is for one (1) 130 deg aiming arm f/trochanteric fixation nails. This is report 1 of 1 for (B)(4).

Event description:
Additional concomitant device: unk - nail head elements: tfn helical blade (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.